Manufacturer narrative:
Investigation summary: device/batch history record review: a review of the device history record could not be performed as a lot number was not provided for this incident. Visual analysis: observations and testing: received one used iag/bc 24ga unit from an unknown lot number. The unit consisted of the needle safety barrel assembly and needle cover. Visual/microscopic examination: observed the needle was fully retracted into the safety barrel and the white button was depressed. Observed the spring had been pulled the top of the grip/button and the spring was bound. Functional test (needle retraction) was performed: the needle then reassembled to the out position, observed the button was depressed and the needle did stay in the out position; not retracting into the safety barrel. Observed the spring was still bound around the top of the dead coils. Investigation samples(s) meet manufacturing specifications: no, the returned unit provided for evaluation displayed bound spring which prevented a retraction. Conclusions: the defect of needle retraction failure; as stated as the reported code was confirmed with the returned unit. Bound springs are typically caused by a larger od that causes one portion of the spring to become overlapped by another portion of the spring during compression caused by loading the hub. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experienced was confirmed based on the evaluation and testing that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? Yes; reproduction of the customer experienced was achieved with the testing performed on the returned unit. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: manufacturing. Comment: the following controls are in place to prevent this occurrence: spring check station ¿ checks that a spring is present and unbound. Challenge samples are run at the beginning of each shift. There are challenge samples in 4 nests for both ¿no spring present¿ and ¿bound spring¿. Corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: a current spring check station has the ability to detect non-retracting assemblies due to overlapping, hanging, and dropped coils in addition to missing springs. In order to detect these problems, the assembly's spring is slightly compressed and a pressure sensor measures the spring force. If the force is outside the specification limit it indicated that a problem exists and the assembly will be rejected. The spring check station inspects every part manufactured.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle on a 24 g x .75 in. Bd insyte¿ autoguard¿ bc shielded IV catheter failed to retract. Upon retraction, the hcp touched the needle. There was no report of injury or medical intervention.